Manufacturer narrative:
Device not returned. Lot code not provided. Device not returned. The root cause cannot be determined conclusively, as the device was not returned and xrays/medical reports of the event are unavailable.

Event description:
It was reported that; patient received a revision surgery on (B)(6) 2017, the surgeon removed the set screws and rods, verified that all pedicle screws seemed solid, and placed new, larger rods and new set screws. The new set screws were then tightened to 12 nm with the torque limiting final tightener.following the hardware revision surgery the patient developed signs of infection and on (B)(6) 2017. A subsequent surgery was performed for wound wash-out and debridement.

Event description:
It was reported that; patient received a revision surgery on (B)(6) 2017, the surgeon removed the set screws and rods, verified that all pedicle screws seemed solid, and placed new, larger rods and new set screws. The new set screws were then tightened to 12 nm with the torque limiting final tightener. Following the hardware revision surgery the patient developed signs of infection and on (B)(6) 2017. A subsequent surgery was performed for wound wash-out and debridement.